Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation, but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; july 27th, 2020 instrument/suction channel: enterococcus fasialis (>50 cfu) second time; july 31th, 2020 instrument/suction channel: enterococcus fasialis (1-4 cfu) third time; august 2th, 2020 instrument/suction channel: enterococcus fasialis (10-49 cfu) fourth time; august 17th, 2020 instrument/suction channel: enterococcus fasialis (1-4 cfu) the device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). In the evaluation of (B)(4), the subject device was no problem. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the german guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.